Manufacturer narrative:
The device was not returned for evaluation. Images were provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent xl vascular stent products that are cleared in the us. The 510 k number and pro code for the lifestent xl vascular stent products are identified. (Expiry date: 09/2020).

Event description:
It was reported that during treatment of a stenosis in the somewhat calcified left femoral artery via homolateral approach, the stent allegedly twisted during deployment. It was further reported that post-dilatation was performed and that light thrombosis was noted within the twisted stent. Reportedly, the patient expired due to ischemia.

Event description:
It was reported that during treatment of a stenosis in the somewhat calcified left femoral artery via homolateral approach, the stent allegedly twisted during deployment. It was further reported that post-dilatation was performed and that light thrombosis was noted within the twisted stent. Reportedly, the patient expired due to ischemia.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the investigation of the provided images it could be confirmed that the stent was twisted. The single stent struts were not visible on the provided images, but the visible deformation of the stent like an hour glass indicated strut accumulation in the center section of the stent, and led to the conclusion that the stent was twisted. The twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Based on the information available, a definite root cause could not be identified. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU closely describe the stent placement by stating: 'confirm that the introducer sheath is secure and will not move during deployment to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU further states: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended.' The product is contraindicated for patients with highly calcified lesions resistant to pta. The catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the lifestent xl vascular stent products that are cleared in the us. The 510 k number and pro code for the lifestent xl vascular stent products are identified in d2 and g5.